Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip vascular closure device, the sealant was inserted and when the sheath was pulled back the sealant came with the device. A photograph was also provided. There was no patient injury and the device will not be returned.

Manufacturer narrative:
During use of a 5f mynxgrip vascular closure device, the sealant was inserted and when the sheath was pulled back the sealant came with the device. A photograph was also provided. There was no patient injury. The device was not returned for analysis. However, a picture of a mynxgrip 5f vascular closure device (vcd) was received for analysis. Visual analysis of the received picture showed that the shuttle was engaged to the black handle with stopcock open. The syringe was not connected to the device as showed. The procedure sheath was observed on the outer cartridge tubing, fully retracted. A small portion of the sealant was observed on the catheter shaft and the remaining of the sealant was protruding out from the outer cartridge tubing side slit, which likely indicated that the advancer tube could still be in the manufactured position. A product history record (phr) review of lot f1817001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed through analysis of the picture received. The exact cause of the issue experienced could not be determined. Based on the information available for review and the picture analysis, the issue may have been caused by handling factors, such as an incomplete engagement of the advancer tube during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The returned device performed as intended per the mynxgrip instructions for use (IFU). Neither the phr review, nor the picture analysis of the returned device suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.